Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that a pt disconnected himself from the ECG cable to use the bathroom. After connecting the ECG cable, two nurses saw an ECG w/o an alarm on the central station being generated. The m300 transmitter was checked on site on (B)(6) 2012 at 15:00 and different alarms were activated. The transmitter worked correctly. The two nurses sent an email stating that the central did indicate a yellow alarm, but the alarm tone was not initiated. There was no pt injury reported. (B)(4).